Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h14b12013 and h14c12094 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. The device was not returned and the product code and lot number are unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient did not require hospitalization and was treated with unspecified antibiotics (dose, frequency and route of administration not reported) for the peritonitis. At the time of this report, the patient was recovering from the peritonitis with ongoing antibiotic treatment. Action taken with pd therapy was not reported. Additional information was requested but was not available. This is report 1 of 3 involved in this peritonitis event.